Event description:
Unomedical reference number (B)(4) foreign: (B)(6). On (B)(6) 2022, it was reported that the infusion set's tubing detached at the tubing connector. The site location was right side of patient's abdomen and the pump was in the left side of patient's waist band. The infusion was being used for several hours. Reportedly, there no anomalies detected. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.